Manufacturer narrative:
The initial notification was submitted though the asr reporting of 1/1/2017 through 3/31/2017 asr approval # e2002003 device evaluation summary: the service engineer (se) troubleshoot the issue, replaced the non-volatile memory (nvram). The se performed calibrations and extended self-testing on the device and all tests passed. A non-volatile memory (nvram) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; a functional testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 740 ventilator failed the power on self-test (post) and alarmed a vent inoperable. There was no patient involvement at the time of the event.

Manufacturer narrative:
Product analysis: a non-volatile memory (nvram) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; a functional testing was performed. An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. The initial notification was submitted though the asr reporting of 1/1/2017 through 3/31/2017 asr approval # e2002003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 740 ventilator failed the power on self-test (post) and alarmed a vent inoperable. There was no patient involvement at the time of the event. The service engineer (se) troubleshoot the issue, replaced the non-volatile memory (nvram). The se performed calibrations and extended self-testing on the device and all tests passed.